Manufacturer narrative:
Product complaint # :(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2019 and the absorbable straps were used. It was reported that the secure strap with incomplete anchors and it did not attach to the mesh. It was reported that there was a replacement of the device. There were no adverse patient consequences reported.